Event description:
Reporter indicated that after replacing generator due to end of service, high lead impedance was obtained during multiple system diagnostics tests. Subsequent good diagnostic results were then obtained intraoperatively and lead was not replaced. Additionally, reported that patient presented for office visit three weeks later and high lead impedance was obtained again on system diagnostics test. Follow-up with cyberonics therapeutic consultant revealed that patient feels intermittent stimulation and the physicians are not considering a lead revision surgery at this time, as the patient has not displayed any increase in seizures.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.